Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: upon removing spring grip, a foreign material in the same color as the grip was found at incision site, it was removed with gauze and the operation was completed. The surgeon checked the device and seemed a burr had came off the grip. The operating time and incision were not extended as a result. No patient injury was reported.